Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer reverted to using an alternate form of insulin therapy, known as mdi, and tandem technical support arranged to send a replacement pump. The customer was advised on how to return the faulty pump and how to proceed upon receiving the new one.